Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2017. The fse replaced the sample loop and the check valves to correct poo peaks issue, the customer still getting hv3 errors . The fse replaced the 3 buffer valves which worked successful for a while. The fse returned to the account after ordering the main pump. The fse replaced the main pump and ran over 20 plus patients samples with no issues. The fse then calibrated and ran qc with no more issues. No further action is required by field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was mechanical failure of pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017 a customer reported hvar on samples at the end of the runs with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.